Event description:
A customer obtained several "abnormal" troponin (accu tni) results that repeated in the "normal" range.the results were reported out of the lab.actual results were not supplied.no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Customer report was not confirmed. The thermistor was found to function normal. There were no open or intermittent conditions. The thermistor read 37.5 c degrees when submerged into a 37.3 c degrees water bath. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. There was no pressure monitoring device returned for evaluation. There was no visible damage to the catheter body. Thermal filament was continuous. This event was determined to be reportable following edwards standard procedures. A device history record review was not completed because the lot number was not provided.

Event description:
It was reported that the cardiac surgeon stated that the catheter was not providing reliable numbers, the number would actually disappear. It was also stated that when transducing the pressure numbers from the catheter to the transducer, numbers would disappear. There were no patient complications. Transducer will not be returned. Asked if the transducer can be returned but only the catheter will be returned..